Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 32mm amplatzer septal occluder was selected for an implant using a 12f amplatzer torqvue 45x45 sheath delivery system. During deployment, the right disk of the device appeared bulbous in shape. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was exchanged with a larger device; however it was too large to fit properly. No device was ultimately implanted. The patient is planned for surgical septum closure on an unknown date. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay as the result of this event.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image from field appeared to show a distal disc of occluder device deformed bulbously when deployed through loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.